Manufacturer narrative:
Concomitant medical products:5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing palpitations and felt as if the implant would come out of their chest. The patient was seen in office with an uncomfortable thumping sensation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.